Manufacturer narrative:
Event date is unknown. Serial number is unavailable at the time of this report. Model number: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Manufacturing date is unavailable at the time of this report. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation was performed. Product deficiency has not been identified. Based on the failure mode, probable cause, risk assessment and/or labeling review of this incident, there was no deficiency in design or manufacturing of the product in question. Non conformance was not identified and no device failure was identified. The documentation and label review defines where complications are described as a potential adverse event associated with this type of surgery. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Article: femtosecond laser-assisted versus phacoemulsification cataract surgery (femcat): a multicentre participant-masked randomised superiority and cost-effectiveness trial. Citation: lancet 2020; 395: 212-24.

Event description:
The following article was received based on a literature review: femtosecond laser-assisted versus phacoemulsification cataract surgery (femcat): a multicentre participant-masked randomised superiority and cost-effectiveness trial. A comparative study was done to compare the superiority and cost effectiveness between flacs and non flacs cataract surgery. During the study, it was noted that intraoperative complications included: 17 suction losses during the procedure, 6 laser capsulotomy abnormalities (ie, tears, tags, or incomplete), 13 incomplete fragmentation, 42 incomplete corneal incisions, 10 posterior capsule ruptures, 10 with vitreous loss or anterior vitrectomy, 1 subluxated or luxated crystalline lens or iol, 23 corneal incision leakage required suture, 4 zonular dialysis, 8 iol implantation outside the capsular bag, or no iol implantation. Complications reported at 3 months post op: 21 cystoid macular edema, 6 persistent corneal edema, 1 retinal tear or detachment. The article does not indicate if there were any secondary interventions as a result of any of the complications.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.